Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer observed a crack in the cartridge. While changing the cartridge the customer received a minimum fill notification. The customer successfully loaded another cartridge. The customer's blood glucose level was 273 mg/dl and was addressed using the pump.